Event description:
It was reported that the x-ray warning light stayed on for approx. 2 seconds after handswitch released. The system may have produced uncommanded x-rays. There is no report of patient injury or death.

Manufacturer narrative:
A ge rep evaluated the system and was unable to reproduce the reported problem. There was no evidence of uncommanded x-rays in the error log. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.